Event description:
An ultratome double lumen sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure, in early 2008. According to the complainant, "the wire of the [sphincterotome] is broken." The procedure was completed with another ultratome double lumen sphincterotome. No pt complications were reported as a result of this event, and pt's condition was reported as "good".

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the event is undetermined. Although the root cause of the event is unk, possible causes for cutting wire breakage include: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. The device history record (DHR) for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database identified two additional complaints for this lot, for the same issue, from the same customer. The december 2007, 15-month ultratome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.